Event description:
The facility reported a colleague infusion pump with a failure code of 550:320:654 which occured twice. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The software version is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 500:320:654 was confirmed by service. This condition was caused by a faulty speaker harness. The speaker harness was replaced in order to correct the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.